Event description:
During a tonsilectomy using the sabre 2400 esu in coag mode at 30 watts, the pencil was sparking which can cause burns to the esophagus. They tried another pencil and it threw sparks again. They changed esu's to an excalibur and it did not spark at the pencil tip.